Event description:
It was reported that; tulip head disengaged from the screw.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no issues were identified. Tulip disengagement was confirmed via visual inspection the most likely root cause of the event is determined to be use/patient's factor such as application of extensive force during final tightening and/or hard bone quality.

Event description:
It was reported that; tulip head disengaged from the screw.